Manufacturer narrative:
Updated information: d4 brand name, procode, common device name, catalog number, serial number, lot number, expiration date updated, g4-PMA number updated, h4 device MFR date updated.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A (B)(6) female with acute myocardial infarction and cardiogenic shock (pre-support scai stage c) underwent impella cp placement via percutaneous right femoral arterial access on (B)(6) 2026. Following insertion of the guidewire, the patient developed access site bleeding characterized as oozing around the sheath. The bleeding occurred in the setting of anticoagulation with heparin and antiplatelet therapy (brilinta), with act monitoring showing a value of 442 at the time of the event. Forward suturing and 4 x 4 gauze were utilized, and hemostasis was managed with manual pressure. The patient exhibited movement during support, which may have contributed to the access site bleeding; other contributing factors and blood loss volume were not reported. The impella device remained in position, with the reposition sheath appropriately placed, and continued to function as intended at p-6 providing approximately 2.6 l/min of flow with d5w sodium bicarbonate purge solution. The device was not removed due to malfunction. Despite continued support, the patient¿s clinical condition deteriorated, and she expired on (B)(6) 2026 due to worsening cardiogenic shock. Based on the available information, the access site bleeding in a high-risk, anticoagulated patient following impella cp insertion. The device functioned as intended with no evidence of malfunction contributing to the event. The patient death was attributed to progression of cardiogenic shock; however, the access site bleeding was considered an impella-associated complication in the context of femoral access and anticoagulation. The death is conservatively being reported to the impella but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in ending scai stage d shock.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.